Manufacturer narrative:
Product ID 37743, serial# (B)(6); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was in overdischarge. The manufacturer representative (rep) was performing a physician mode recharge (pmr) with the patient in the clinic. It had reportedly been months since the patient last charged. It was reported, the patient attempted to charge a couple of days ago and realized she could not. The patient was overdischarged once before. Additional information received reported, the patient¿s ins showed end of service after it was interrogated and they were able to get a screen. It was reported, the patient was advised to contact the physician¿s office for a revision. The ins would be sent back when it was explanted. Additional information received reported, the rep was unaware of the replacement date. Additional information has been requested, but it was not available at the time of this report. A supplemental report will be sent if any additional information is received.